Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. It was noted that the device was received with the stent protector and product mandrel inserted. The devices tip was bent and distorted as the product mandrel had been reinserted too far into the lumen. This damage is the result of improper handling. A visual and microscopic examination found no issue with the profile of the stent. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found that the shaft polymer extrusion was broken immediately distal to the guidewire exchange port. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. During unpacking of a 20 x 2.50mm promus premier¿ drug-eluting stent, when the physician removed the stent from the protective ring, the distal part of the device broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that a shaft break occurred. During unpacking of a 20 x 2.50mm promus premier¿ drug-eluting stent, when the physician removed the stent from the protective ring, the distal part of the device broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.